Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a srm - kept on failing and does not close properly. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: d4 and h4 should be blank. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed intermittently. A field service engineer tested the unit in hardware rest application and observed no failure. After the reboot, the door failed. The field service engineer then shut down the system and replaced the latch. The customer recovered and inventoried the door successfully. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, UDI and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a srm - kept on failing and does not close properly. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.